Event description:
60-yr-old femalle had right total knee replacement 7/28/92. Early in 1994 pt had increase symptoms of pain and mechanical instability. X-rays show tibial insert to be separated from the tibial tray. Revision of hdpe tibial insert was completed 7/13/94. Revised insert showed fracture at center of this acl-retaining component with excessive wear posterolateral aspect. (*)